Event description:
The caller reported the pt had the tracheostomy tube in for approx 1 month and that the pilot balloon would not hold air. On the 17th, the pt was recannulated with another 6dct with no pt harm. The tube and the lot number were discarded.

Event description:
.

Manufacturer narrative:
(B)(4). The analysis results showed that the device arrived in good visual condition and with a reload present. The reload was received fully fired. The device was tested for functionality with a test reload and it fired and formed all the staples as intended. The device fired without any difficulties, the staples were noted to have a proper b-formation and the staple line was complete. A batch record review was performed and no anomalies were found during the manufacturing process.

Event description:
It was reported that during a right colon resection procedure, the surgeon was using the device to close off the inner otomy and not all the staples formed. The staples looked like ws and not bs. Suture was used to complete the procedure. No adverse consequences reported.

Manufacturer narrative:
(B)(4). Scheduled site visit to explore the opportunity to review event details and investigate potential root cause, product use per associated IFU's and educational opportunities. Meeting opened with an outline of ees' commitment to partner with their customers and to understand and mitigate any issues that could compromise good patient outcomes. Dr. (B)(6) then outlined his and dr. (B)(6) procedural protocol and care they take to ensure all patient conditions are considered when deciding procedural technique and approach. Field quality engineer discussed the products' mechanical functional features and limitations as part of the investigation. Since over half the events were post operative and devices not were not retained, utilized photographs of varying staple forms for multiple product codes. The intent was to identify similar staple forms to what drs. (B)(6) experienced to help direct investigation into potential root cause. Both surgeons were offered an opportunity to visit ees that would include a tour of the facilities and get a better understanding of the processes and procedures that ees goes through to develop and maintain product quality. Both surgeons inquired whether ees recently changed any component suppliers. Their question was investigative in nature, in an effort to identify root cause to their recent events. [Ees has not changed suppliers and that the products they use are assembled in ees facilities only.] Overall visit was positive and provided ees an opportunity to hear first-hand event descriptions and receive product performance feedback. Customer was very appreciative of the time and effort by all.

Manufacturer narrative:
(B)(4): information anticipated, but unavailable at this time.